Manufacturer narrative:
Follow-up #2 and final report submitted.

Event description:
Scrub reported plastic piece stuck on burr after case. Unsure if piece came from burr guard or rotary attachment. Case type: (B)(4).

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Scrub reported plastic piece stuck on burr after case. Unsure if piece came from burr guard or rotary attachment. Case type: pka.

Manufacturer narrative:
Follow-up #1 and final report submitted to update MFR name, city & state,MFR site, date received by MFR, type of report, follow up type, device evaluated by MFR, evaluation codes, additional narrative and corrected data based on the results of investigation. Reported issue: it was reported that there was a plastic piece on burr. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 4/12/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints related to p/n 204990, lot 40m059720 shows no additional complaint(s) related to the failure in this investigation. Visual inspection: visual inspection showed no issue with product. Issue is limited to burr guard (pr 1906924). Material analysis: material analysis not needed as no foreign material suspected. Conclusion: no issue with product. Issue is limited to burr guard (pr 1906924) . Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there has been no nc or CAPA associated with the product and failure mode reported in this event.

Event description:
Scrub reported plastic piece stuck on burr after case. Unsure if piece came from burr guard or rotary attachment. Case type: pka.